Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple unspecified cartridge alarms during the load process. Reportedly, the customer was able to load a new cartridge and resume insulin delivery. The customer's blood glucose (bg) level was in the mid 200's (mg/dl) and the bg level was addressed after a new cartridge was loaded.